Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the left monitor on the 9800 system would intermittently flicker. No pt injury was reported.